Event description:
The customer reported obtaining discrepant access accutni (troponin I) patient results involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer indicated that three discrepant accutni results were obtained for three different patients and the initial patient results were above the ami (acute myocardial infarction) cutoff. The customer repeated the samples on an alternate access 2 analyzer and obtained lower results within the normal reference range of the assay. The negative repeat results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer currently has a protocol in place in which all elevated patient results are repeated on the secondary access 2 instrument. System checks and calibrations were passing before the event. Qc (quality control) was within range prior to the event but was out of range after the first erroneous result was obtained. The customer replaced the reagent pack and qc passed. However, after the generation of the second and third erroneous results, qc was out of range again. The samples were collected in 3 ml lithium heparin tubes and centrifuged at 3800 rpm for 5 minutes. The customer did not question any sample integrity.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and performed a passing high sensitivity system check, adjusted ultrasonics and verified case temperatures for both instruments. The fse stated that patient results and qc were fine at the beginning of new packs but qc (quality control) levels and patient values increase as the remaining number of tests in the reagent pack decreases. The fse loaded new reagent pack, performed a passing carryover test, and obtained a passing qc. The fse proactively ordered a new transducer for the instrument. The customer contacted beckman coulter a few days later to report of qc issues and the fse was dispatched to replace the transducer. The customer reported to beckman coulter that they have recalibrated the instrument with fresh reagent packs and new calibrators but qc was out of range. The fse was dispatched again, and performed passing calibrations for multiple access 2 tests with fresh reagent packs and fresh calibrators. The repairs were verified per established procedures and results met published specifications. Failure mode of the discrepant accutni patient results is attributed to hardware and issue was resolved after replacing the transducer.